Event description:
Surgeon peaced liga clip on vessel during a luer resection. When he checked the clip it was not fully closed. The clip was removed and vessel tie was used in its place. (Hepatic resection left lateral resection intraop ultra sound - colon ca). The clip did not form or close down tight enough to remain on the vessel and prevent bleeding. Dr had heard that other surgeons were having trouble with these clips.